Event description:
During tcar procedure, they physician needed to pull out the sheath and re-adjust the arterial sheath placement. That's when they noticed a dissection. They tried to re-stick but the dissection was too low to be able to get below it. He doesn't know when the dissection occurred but thinks it was from the .014" guidewire.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During tcar procedure, they physician needed to pull out the sheath and re-adjust the arterial sheath placement. That's when they noticed a dissection. They tried to re-stick but the dissection was too low to be able to get below it. He doesn't know when the dissection occurred but thinks it was from the .014" guidewire.